Manufacturer narrative:
Qn# (B)(4). A device history record review could not be performed as the lot number provided does not match to the product code reported on the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Customer states that they have 14 visistat that failed during use. The staplers are misfiring and not closing properly. No injury reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with (B)(4) staples remaining in the cover block. The trigger was returned partially engaged. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple was fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool. Manual realignment of the staples was attempted. After realignment, the next 5 staples properly fired. To simulate skin insertion, the device was then fired into a simulated skin pad. The device was able to fire the next 10 staples into the skin pad. However, the following staple misfired. The stapler was disassembled, and it was confirmed to have been assembled correctly. No defects or anomalies were observed with the device. It could not be determined what exactly caused the staples to misalign. Per DHR the product visistat 35r 6/box lot # 73a2200582 was manufactured on 01/18/2022 a total of (B)(4) pieces. Lot was released on 01/31/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02644 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing. The sample was disassembled, and no defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Customer states that they have 14 visistat that failed during use. The staplers are misfiring and not closing properly. No injury reported.